Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
(B)(4). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: on investigation, the audio bolus button had normal function and did not require excessive force to engage. There was no delay in response of the audio bolus button. Investigation did not duplicate the reported complaint and the pump was found to be operating within required specifications.

Event description:
The distributor contacted animas on (B)(6) 2013 and reported an alleged audio bolus button issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4).